Manufacturer narrative:
Corrected data: h11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), lot: a000168492.

Manufacturer narrative:
Date of event is estimated. A patient outcome was reported to abbott. It was determined after the patient had trial leads implanted the patient developed left leg weakness. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced left leg weakness after an scs trial procedure. Patient was evaluated and had a CT-scan without any abnormal findings. Patient was observed overnight, and the lead remain implanted. The investigation was unable to identify the lead that was associated with the issue.